Event description:
On (B)(6) 2013, the patient contacted animas stating she was having issues with air bubbles in the cartridge. The patient reportedly tried using cartridges from different boxes and the issue was not resolved. The patient stated that her blood glucose measurement went from 11.9 mmol/l to 16.7 mmol/l due to the air bubble issue. The patient confirmed that her technique was correct. The reported bg values does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The cartridge was not returned. A reserved sample from the same lot number was tested by product analysis on 12/26/2013 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.